Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient passed away due to unrelated causes before intervention for the epi could be completed. The device records also showed high pacing impedance values after patient had passed, suggesting the device had been explanted. Further information was requested, but not yet available.